Event description:
It was reported that the pt experienced a pulmonary hemorrhage after support was initiated with an avalon elite cannula. Additional info obtained 03/31/2015: it is not clear if the cannula contributed to the reported event. The customer could not provide the identity of the device being used at the time of the reported event. (B)(4).